Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error. Therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The problem could not be determined, nor could a cause be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, follow up information was received related to the event. The patient was treated with cefa and fortum for the peritonitis. The patient recovered from the peritonitis but remained hospitalized for pneumonia. On a later date, the patient was discharged from the hospital. It was unknown if the patient recovered from the pneumonia. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with therapy for continuous ambulatory peritoneal dialysis (capd). The patient experienced cloudy effluent and abdominal pain, due to the peritonitis. The patient was hospitalized on the same day and the patient was treated with cefa and fortum (ip, doses, and frequencies not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. The patient was born in 1957.